Event description:
It was reported that during alap cholecystectomy, when applying the clips to the duct and vessel, the clips were scissoring, they opened a new device to finish the case. No patient consequence.